Event description:
A report was received that patient was experiencing pain at the ipg pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was experiencing pain at the ipg pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient was experiencing pain at the ipg pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.